Manufacturer narrative:
Concomitant medical products: 305c223 tissue valve, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for ventricular tachycardia (vt) as it was inappropriately classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.